Event description:
Information received from the affiliate states that a leak site was suspected in the balloon. Please note that multiple attempts to acquire additional information have been made and have been unsuccessful.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. Additional information states that two balloons with the same catalog, but different lot numbers were used in the same procedure. Please note that this medwatch report represents the second of two products that was used in the same procedure and is related to mfg#9610978-2006-00384.